Event description:
It was reported the pt was no longer receiving stimulation. The pt has suffered several hard falls. Reprogramming was unable to restore stimulation to the pain pattern, however unintended abdominal and lower arm coverage occurred. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.